Event description:
It is reported that the pt was revised due to eccentric wear seen on x-ray.

Manufacturer narrative:
Evaluation summary: approximate time in vivo was 15 years. No devices or photos were received; therefore, the condition of the components is unk. Surgical notes were not provided. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Instrumentation used is unk. X-ray images post-primary surgery and from successive pt visits were not returned. Info regarding mating components such as the shell was not provided. Pt factors that may affect the performance of the components such as age, height, weight, activity level, and type of activity are unk. Based on the above info and observations, one or a combination of the following events may have caused the poly wear: improper positioning of the shell; impingement; third body particles; use of incompatible mating components; pt factors such as age, height/weight, activity level, and type of activity. However, the exact cause of this situation cannot be determined with certainty at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.